Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated bg levels in the 300-400s (mg/dl) range. Customer delivered boluses, injections and insulin pens to address bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.